Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a permanent implant procedure on (B)(6) 2023, the patient went into respiratory arrest while still in the operating room. Emergency services was contacted, and the patient was taken to the hospital. The patient expired on (B)(6) 2023 while in the hospital.